Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient's scs ipg stopped functioning. Reportedly, the patient failed to charge the scs ipg on a regular basis and, could not remember when she last charged the device. Consequently, the patient's physician replaced the scs ipg with a new one. Stimulation therapy was reportedly restored postoperatively.